Event description:
Voluntary report program ref# mw1038945 was received in which a patient reported using renu with moistureloc multi-purpose solution from 9/2005 to 12/2005 and was diagnosed with fusarium keratitis. The report also indicated that the patient went to a hospital. The patient was given steroid treatment and had eye lids scapped to remove fungus. The pt vision was impaired considerably. Left eye has scars on it and more than 50% vision loss in left eye. No further information was provided.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusariym recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keraitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.